Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Device passed the displacement test. Customer mentioned he was hospitalized for low blood glucose. Customer's blood glucose was 19 mg/dl. Customer had forgotten to eat dinner. After troubleshooting, customer will not be returning the device for analysis.